Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor needle bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula came up with the needle during the insertion process. Customer mentioned she had a little blood at the site as well. Blood glucose value was 267 mg/dl. The sensor would be replaced and returned for analysis.